Event description:
It was reported that: "incident occurred on (B)(6) 2025. Analgesic premedication administered 1 hour before the procedure, local anaesthesia, meopa and hypnosis. Insertion of an 11g coaxial needle into an osteocondensing lesion of the right iliac bone, percutaneously, under CT guidance. A 13g biopsy needle was inserted into the coaxial needle and advanced 2 cm into the lesion using an oncontrol driver. When the 13g biopsy needle was removed using the driver, the needle broke just before the needle hub. There were multiple attempts made by radiologists, orthopaedic surgeons/spine surgeons to extract the needle using forceps - appliers. It resulted in the removal of the needle, which broke 1 cm under the skin. The patient was reported as fine post the procedure.".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported issue of broken needle was able to be confirmed through review of the customer report and the investigation of the returned sample. Pieces of the cannula shaft were returned for evaluation. Fragmented pieces are not discernable in terms of what piece represents the mid versus distal shaft. Severe deformation was noted. White substance was present within the cannula lumen that is likely bone material. Hub was not returned for evaluation. It is unknown if there was any damage to the hub and/or if any shaft material was present within the hub that exhibited stress along the proximal length of the shaft. With partial return of affected pieces, it is likely that the shaft was subjected to excessive stress during use. Cannula shaft subjected to excessive stress/torque during use can lead to shaft damage. Additionally, the IFU along with the product states, "do not apply excessive force to driver/ needle set". The details of the complaint were reviewed. As per the information reported, the cannula broke near the hub. No torque was applied when accessing the bone lesion. No excessive force was applied when using the driver. It is unknown if there were difficulties during retrieval of needle from a dense bone anatomy when using the driver. Damages on the returned pieces are likely to have occurred during retrieval step post breakage within anatomy. Per additional response, forceps were used to retrieve the remainder of the shaft. A device history record review was completed, and no abnormalities were noted. Based on the information, the most likely root cause of the issue is undeterminable.

Event description:
It was reported that: "incident occurred on (B)(6) 2025. Analgesic premedication administered 1 hour before the procedure, local anaesthesia, meopa and hypnosis. Insertion of an 11g coaxial needle into an osteocondensing lesion of the right iliac bone, percutaneously, under CT guidance. A 13g biopsy needle was inserted into the coaxial needle and advanced 2 cm into the lesion using an on control driver. When the 13g biopsy needle was removed using the driver, the needle broke just before the needle hub. There were multiple attempts made by radiologists, orthopaedic surgeons/spine surgeons to extract the needle using forceps - appliers. It resulted in the removal of the needle, which broke 1 cm under the skin. The patient was reported as fine post the procedure."